Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in procode and PMA/510(k). As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2024).

Event description:
It was reported that during a port placement procedure, when the vessel was punctured after connecting a syringe to the hub of the introducer needle, blood could not be aspirated, and air was allegedly aspirated. It was further reported that when the hub of the introducer needle was checked, multiple cracks were found on the hub of the introducer needle. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle was received for evaluation. Visual, microscopic and functional evaluations were performed. A crack was noted on the introducer needle hub. Therefore, the investigation is confirmed for the reported fracture issue. However the investigation is inconclusive for the reported suction and the air/ gas in device issues as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure, when the vessel was punctured after connecting a syringe to the hub of the introducer needle, blood could not be aspirated, and air was allegedly aspirated. It was further reported that when the hub of the introducer needle was checked, multiple cracks were found on the hub of the introducer needle. There was no reported patient injury.